Event description:
Varian's customer service rep received a call from a customer indicating that 4dtc graphics editor had frozen up during an imrt treatment. The customer wanted to know if the mlc could have frozen as well, creating a misadministration. The therapist beamed on and noticed the graphics editor was frozen "half blue, half orange" and not updating, but the mlc leafs moved. The beam was terminated after 19 mu. The treatment workstation required a reboot.

Manufacturer narrative:
Further investigation and analysis of the data indicates that the problem is not a safety issue. The 4ditc display gets out of synchronization with the plan, but only the display in the treatment application is incorrect. So, leaves shown on the screen do not agree with the mlc plan (showing orange instead of green), but the physical leaves of the mlc are in the correct place, the plan is the correct plan, and the mlc interlock works correctly. Therefore, this is an inconvenient "display" issue to the customer, but not a safety issue. No add'l supplements to this MDR are expected, unless new info indicates it is necessary.